Event description:
Event description cpi received information that this endocardial lead was removed from service. During a replacement of an implantable cardioverter defibrillator (ICD) this lead was exhibiting 'noise'. The lead was replaced with a new sensing lead.